Manufacturer narrative:
Testing indicates that when the label instructions are followed, few plastic pieces are generated. Also, any pieces that are generated are directed away from the face of the user (and patient). The customer reported they were not using the product according to package instructions when the incident occurred. The mfg plant has an ongoing program to improve the heat seal characteristics of blood collection needles. Reference MFR complaint #d96-10-255. Section d - lot numbers reported by the customer 24544, 241299, 241890.

Event description:
A single piece of plastic, approximately 2mm in length, was removed from the inferior cul-de-sac of her left eye. Slit lamp exam with fluorescein staining found no corneal defects. The associate was returned to regular corneal defects. The associate was returned to regular duty. Later that same day (7-26-96) the associate was continuing to have some pain in her left eye. She was sent to health clinic for follow-up examination. Agains, no corneal abrasions or foreign bodies were found. The associate was returned to regular duty.